Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e014302 decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, while at church, the patient felt unsteady, clammy, and was sweating. He then progressed to getting lethargic and was ¿starting not to respond¿. The patient¿s cgm was reading 350 mg/dl. No bg meter reading was taken for comparison. The patient was wearing an omnipod insulin pump. After the church service, a nurse at the church gave the patient a sugar packet and called emergency medical services. Ems arrived and was transported to the emergency room. At the ER, the patient¿s bg meter reading was 64 mg/dl and the cgm was reading 334 mg/dl. The patient was treated with an unspecified IV and given a turkey sandwich and crackers with peanut butter. After treatment, the patient¿s bg meter reading was 186 mg/dl and the cgm was reading 300 mg/dl. The patient was discharged home after approximately 5 hours. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.